Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#n4f1720y); sigphandle, sig power sigphandle handle (serial#(B)(6)); sigpshell, sig power sigpshell control shell (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, during bile duct resection, after firing, the articulation did not return to the neutral position. It remained articulated from the port wound. Since it was taken out in an articulation state from the port wound, the 12mm port from another company could not be detached. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was returned with a reload partially connected. Significant damage was noted to the joint between the adapter body and the proximal cap. The articulation trilobe coupler was found to be depressed. The blue unload switch was in its home position. The blue unload switch could not be fully depressed. Functional testing found that the adapter was connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was not responsive. The adapter had 35 of 50 procedures remaining. Engineering analysis determined that there was a gap between the proximal cap and proximal housing. The adapter was attached to a representative handle and clamshell, and the device was unable to calibrate. The event log was reviewed, and the failed calibration was because the end stop location was not being detected, indicating that the mechanism was not traveling enough linearly for the amount of handle motor travel. The adapter was disassembled, and the adapter hardware was investigated. Damage was found on the attachment features of the proximal cap and the proximal housing on the side of the right side of the device where the articulation mechanism engages with the handle and manual retract tool. The articulation mechanism was overextended. This damage and state of the articulation mechanism is consistent with overtravel of the articulation mechanism caused by overdriving with the manual retract tool. The articulation mechanism was removed from the device. It was found that plastic strips were attached to the driving portion of the mechanism (screw). The plastic was determined to be from the driven part of the mechanism (nut), as this portion of the mechanism is plastic and was stripped. The mechanism could become stripped when the manual retract tool is used when the articulation mechanism (nut) cannot travel linearly, typically due to being at its travel limits or a blocked travel path. The location of the articulation mechanism when stripped, versus the articulation angle of the reload, suggested that something in the reload may have prevented travel of the articulation portion of the mechanism. The damage to the proximal cap and proximal housing was most likely due to the overextension of the articulation mechanism. The overdriving of the articulation mechanism with the manual retract tool is most likely what caused the stripped articulation mechanism. What led to the reload not straightening, despite the adapter's articulation mechanism being overdriven, does not seem to be related to the adapter but could not be further determined. It was reported that the device was difficult to straighten. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart errors. Functionally, there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.